Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated according. As reported, the tip of the 6f-7f mynx control vascular closure device (vcd) split before insertion into sheath (unknown). This exposed the sealant and was unable to be used. Another mynx was used successfully. The patient recovered. There was no reported patient injury. The device was stored per labelling and opened in sterile field. The product was not returned for analysis. A product history record (phr) review of lot f2015001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant sleeves frayed/split/torn¿ and ¿deployment difficulty-premature¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as excessive force used to insert the device, may have contributed to the reported events. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f2015001) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of the 6f-7f mynx control vascular closure device (vcd) split before insertion into sheath (unknown). This exposed the sealant, and was unable to be used. Another mynx was used successfully. Patient recovered. There was no reported patient injury. The device was stored per labelling, and opened in sterile field. The device will not be returned for analysis.